Manufacturer narrative:
The customer's instrument logs were reviewed and did not identify an instrument issue. Review of ticket trending reports for the architect total b-hcg assay determined that there is an increase in complaint activity related to false positive patient results. Additionally, elevated complaint activity was identified for reagent lot 82186ui00. Using worldwide field data, the historical performance in the field of reagent lot 82186ui00 was evaluated. The patient median result for the lot was analyzed and found to be comparable to all other lots in the field and within the established limits, which confirms no systematic issue for the lot. Testing was performed using an in-house retained kit of lot 82186ui00. All specifications were met indicating the lot is performing acceptably. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) architect total b-hcg result for one sample. Sample ID (B)(6) generated 207.14 miu/ml. The customer indicated the sample was retested and generated a (B)(6) result. The patient had a b-hcg test at another laboratory which was negative. No specific patient information was provided. No adverse impact to patient management was reported.